Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's trainer called because the blood glucose had been running higher than normal and had been over 300 mg/dl. The trainer reported that the device did not rewind correctly and that the back light did not function properly. The blood glucose reading at the time of the incident was 444 mg/dl and was 192 mg/dl at the time of the call. The customer was treated with manual injection. The trainer reported that the drive support cap appeared normal and recessed. No air bubbles were found in the tubing. The trainer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime and stated that insulin did not exit. The trainer also reported that the piston did not rewind completely and was very quiet. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.